Event description:
It was observed that during the device evaluation, the monitor had poor contact of liquid crystal display panel and noise in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction noise in the image was due to poor contact of liquid crystal display panel and most probable root cause of the malfunction poor contact of liquid crystal display panel was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.